Event description:
S/p laparoscopic supra cervical hysterectomy with left paratubal cystectomy pt found to have what appeared to be "burns" at the traochar insertion sites. Wound closed by plastic surgeon without difficulty and formed the skin condition "trauma" and "excoriation." No equipment malfunction found by medical engineering.